Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not returned to manufacturer.

Event description:
Reporter stated that patient obtained results of 15.9 mmol/l, 9.2 mmol/l, and 6.9 mmol/l, within 5 minutes, when testing on the accu-chek compact plus system. No adverse event was reported. The suspect product will not be returned to the manufacturer for evaluation.